Event description:
It was reported that prior to a tonsillectomy procedure using a coblator ii controller, the unit failed to power on. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.